Manufacturer narrative:
Additional information: section b - event date; event description. Section d - explantation date. Section f - importer awareness date; type of report; report sent to manufacturer; adverse event problem.

Event description:
The evoke scs system was explanted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported brief changes in stimulation, shortness of breath, increased instability and dizziness. The patient expressed concern of signal interference with her existing pacemaker. The following troubleshooting has been performed: evaluation of the implanted pacemaker and evoke scs system performance in the presence of the pacemaker and saluda representatives to confirm no device interference, a change in prescription medication by the patient¿s cardiologist and turning off the patient¿s scs system. Following the troubleshooting above, the patient has reported symptom improvement. Further evaluation with the saluda representative is expected to be performed.